Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
A few days after implant, a hematoma was noted in the device pocket. The hematoma was removed with tweezers and the area was cleaned. The patient is in stable condition.